Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. No manufacturing non-conformities were identified during DHR review. Imagery was not provided for evaluation. As such, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where, during the pre-brief discussion, it was noted that conduction changes were anticipated due to papillary muscles and the percent of oversize of the valve. Immediately upon full valve expansion, complete heart block (chb) occurred with sustained blood pressure where patient remained stable throughout. Temporary venous pacemaker was placed across the tricuspid valve (tv) and into the right ventricle (rv). Patient was then prepped for implantation of permanent pacemaker.